Manufacturer narrative:
The customer opted to purchase replacement batteries from a third party vendor and install themselves. No ge service was requested.

Event description:
The customer reported that the system displayed a precharge voltage error message. This error message likely prevented the system from booting up. There is no report of patient injury associated with this event.